Manufacturer narrative:
The alleged issue occurred outside of the us. This medwatch is being submitted because a similar device is sold by quest medical in the us. The device will be evaluated and a follow-up medwatch will be submitted if additional information is received.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that shortly after initiation of cpb a blood leak was noted from the heat exchange cassette while flushing blood cardioplegia to remove crystalliod from the cardioplegia line. The surgeon and anesthesiologist were notified and the cardioplegia setup was changed out without further issues. The patient was given extra antibiotics as a result due to the possibility of blood contamination. There were no patient complications resulting from the alleged issue..

Manufacturer narrative:
The complaint sample was received and was evaluated for leakage. During evaluation, the sample burst and a conclusive determination could not be made on leakage of the sample. A DHR review as well as a manufacturing process review was conducted on the lot complained about and no anomalies were identified. During the manufacturing process, the device is 100% visually and functionally tested to verify there are no leaks. Further, the mps console performs a leak check during diagnostic start-up activities after the mps delivery set has been installed. If a leaking condition exists, the diagnostic check would identify that leaking condition during priming and the start-up activities, prior to clinical use. The root cause of the alleged issue is unknown. Quest medical will continue to monitor trends for the alleged issue.